Event description:
Consumer called to report getting incorrect readings. Confirming against another meter, then had a lab reading taken and results were off. Analysis run on clark error grid using lab reading (80) as reference point vs bd readings (425) yielded some data points in the c range of the grid, outside acceptable limits.